Event description:
See also manufacturer reports 2032545200807954, 2032545200807955, 2032545200807956, 2032545200807957, 2032545200807958, and 2032545200807960. It was reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The capsule fell off into the patient's stomach. Seven capsules were attempted for this patient, this was the seventh. The procedure was not completed. The patient had scleroderma which may have interfered with capsule attachment and per the hcp, possibly the technique used was not correct. After the patient attempts, the physician was able to successfully attach a capsule to an inflated balloon. No injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or, when additional information is received from the hcp.